Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initialed based upon the reported information. A MFR's report has been filed concerning the katalyst radial head 21mm, catalog # 221421, lot 10516 that was a component of the reported device. (MDR 3004608878-2010-00012).

Event description:
The reporter stated that the patient had sustained a radial head fracture in 2005 which was treated conservatively. She subsequently developed a nonunion and some arthritis at the radio-capitellar joint. In (B) (6) 2009, she had surgery for implantation of the device as indicated for this use. Postoperatively, she was somewhat better but still had pain which persisted and increased. The implant was removed. No other implant was used as the elbow was considered to be sufficiently stable. When the surgeon removed the implant, he stated the head was detached from the stem, however, in recent x-rays it appeared to be attached. There has been no patient post operative follow up with the surgeon to date.